Event description:
The account stated there is no audible alarm for the pt positioning monitor (ppm).

Manufacturer narrative:
The account ordered a piezo alarm. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.